Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i access immunoassay system generated one (1) erroneously low glucose module (glum) patient result of 3.69 mg/dl with a critical run of 3.99 mg/dl. The sample was rerun on the same instrument and yielded a result of 76 mg/dl which was reported out of the laboratory as the correct value. Creatinine (cr-s) for the same patient gave a probe obstruction error and a repeat result of 0.9 mg/dl and was reported out of the laboratory. No erroneous results were reported out of the laboratory. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Quality control (qc) prior to and after the event was within laboratory established ranges. Qc data indicates that overall glucose qc for all levels has been within established specifications. Qc was not run immediately after this patient event. The samples are collected in lithium heparin tubes and centrifuged for 5 minutes at 4000 rpm. The samples are stored at room temperature. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse observed that the instrument was giving obstruction detection (odc) errors on the cartridge chemistry (cc) side and replaced a bent cc sample probe and the odc circuit assembly, aligned the cc sample probe and calibrated the odc circuit with success. The fse also identified an issue on the mc glum side of the instrument. The fse replaced the modular chemistry (mc) sample probe and sample syringe, cleaned glucose cup and stirrer, checked stirrer movement, replaced the glucose reagent syringe, and performed mc sample probe alignments. Successful glucose precision run was performed. A definitive failure mode was not confirmed. Multiple parts were replaced and alignments performed on both the mc and cc side of the system, any of which could have caused or contributed to this event.